Event description:
Health professional reported allergan "pain at port." The port was explanted and replaced with a new access port. Supplemental info received from the physician: "the pt has had no follow up for approx 4 years. The band has been emptied. The pt has complaints of pain at the lap band port. Pt presents today for replacement of the lap band port."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(6) 2012. Allergan has received the product; however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incisional pain and port site pain."